Event description:
It was reported the lead had drawn back from its original position. When repositioning, the helix was retracted with more pin turns than normal. It was difficult to advance the lead, but when a stable position was found, the helix would not extend despite many pin turns. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted; full lead returned and analyzed. Visual analysis noted the lead was returned with the helix fully retracted. There was blood and tissue on the helix and the distal conductor had been distorted within the connector. The blood and tissue on the helix from dislodgement most likely caused the helix to not retract. The distal conductor was subsequently distorted within the connector.